Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25095563, 25095710, and 25096016, the last 3 lots shipped to the account prior to the aware date. There was non non conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the wire was bent inside the jaw of the vaso view hemopro and it would not cut or seal. A replacement device was used to complete the procedure. The hosp did not report any pt effects.